Manufacturer narrative:
(B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Adverse event report is being submitted due to customer contacting doctor due to high result readings on her meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests obtained. The expected fasting blood glucose test result range is 75-95 mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. Customer contacted her doctor due to the high readings on the meter. Doctor told customer to obtain a new meter through pharmacy/supplier. The product is stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer and produced test results of 333 mg/dl non-fasting using true metrix air meter. The test strip lot manufacturer¿s expiration date is 09/23/2021 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history. (B)(6).